Event description:
It was reported that during a laparoscopic nissen procedure, the harmonic generator displayed an instrument error. Handpiece was switched out and still displayed instrument error. New instrument was opened and the case was completed without further problems. There was no reported patient consequence.